Event description:
The customer reported that he cannot get the insulin pump out of the manual prime mode. The customer stated that insulin exits during priming, but the insulin pump is not recognizing the reservoir, and numbers do not appear on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk.